Event description:
A biomed reported that when the o2 is increased he heard/feels a leak from the nebulizer area. At 100% for sure, but he can hear/feel the leak at about 40%. Biomed also indicated that there was a low minute volume error complaint from the rts. Furthermore, there is no info for patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. However, vyaire tech support requested for unit log files for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause is not determinable due to lack of information. As a resolution, the life block got replaced.